Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 30mmol/l. The customer was treated for high blood glucose with changed set and took lantus. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 30mmol/l. The customer was assisted in performing a 5.0 unit fixed prime. The customer declined to troubleshoot further stated they did testing on their own and wants the pump replaced. Customer was advised that we would replace the pump.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, address/serial number label peeling, and scratched reservoir tube window.